Event description:
It was reported that the pump was showing system fault alarm 41786/0004. The event occurred at the hospital during routine testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log was able to verify the reported problem. Functional testing was able to duplicate the issue. It was determined that the main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.